Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had roughly 100 units of insulin remaining in their cartridge, and suddenly the pump read 0 units. The customer was unable to provide the exact date of the occurrence or if any alerts or alarms had annunciated during the issue. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge and resume insulin delivery.